Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to replicate the customer experience however did find the referenced error in the error log and therefore the hard drive was reconfigured and the software reloaded. Analysis did find that the electrocardiogram connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated, and also that the system fan was noisy and the fan was replaced. (B)(4).

Event description:
It was reported that the programmer generated an error code. Follow-up determined that the programmer generated this error upon boot-up. The programmer was returned for service. There was no patient involvement.